Event description:
It was reported that the device was reset due to patient's recent CT scan and that the patient was not feeling well. The device outputs were reprogrammed, but the reset was not cleared. Now the impedance is 1300 and thresholds are at 3v, the device is sensing appropriately when the magnet is canceled. Since the CT scan the patient has had numerous resets needing reprogramming. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.